Event description:
During the follow-up, the device could not be interrogated. The monitoring data on this morning showed that battery status was mos2/10 percent. The device was replaced because eos was possible.